Event description:
Account reported 8 low patient sodium results that were up to 19% higher when repeated. The incorrect results were not used to guide therapy. The field service representative found that the sample probe was contaminated and repaired the instrument by replacing the probe.